Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 553 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was hospitalized for their high blood glucose on (B)(6) 2015. The customer did not want to check for leaks and declined troubleshooting the issue. The customer wished to continue using their insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.